Event description:
It was reported by the customer that there was no backlight showing on the display. No pt involvement was reported.

Manufacturer narrative:
The reported unit was not made available to the manufacturer for evaluation. Attempts were made to obtain the return of the device. No pt involvement was reported. Should the product be returned or new info is made available, a follow-up report will be provided.